Event description:
It was reported that patient presented couple of days with red swollen knee and large aspirate was taken. Pathology is yet to grow anything.

Manufacturer narrative:
It was reported that patient presented couple of days with red swollen knee and large aspirate was taken. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. A relationship, if any, between the device and the reported incident could not be corroborated. There is no information that would suggest the device failed to meet specifications. A medical assessment noted two undated x-ray images provided don¿t indicate a source for the reported swelling. Based on the limited information provided the root cause of the reported redness and swelling cannot be concluded. However, based on the previously closed complaints an ongoing infection cannot be ruled out as a contributing factor and possible cause of swelling. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.